Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2022. During the procedure, while inflating from 11mm to 12mm with the pressure never exceeding 8atm, the balloon ruptured inside the patient and almost completely tore away from the wire. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) performed on june 21, 2022. During the procedure, while inflating from 11mm to 12mm with the pressure never exceeding 8atm, the balloon ruptured inside the patient and almost completely tore away from the wire. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a0402 captures the reportable event of balloon burst. Block h10: investigation results the returned cre fixed wire dilatation balloon was analyzed and a visual and microscopic examination found the balloon was not returned. The catheter was found to be mechanically cut. No damages were found on the returned device. With all available information, boston scientific concludes the reported event of balloon burst was not confirmed. The balloon was found to be mechanically cut, likely due to the customer could not get the device out of the scope and they cut the catheter and pushed the balloon out of the distal tip of the endoscope. Additionally, it is possible when the physician try to remove the device detached the balloon and for this reason was not returned. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.